Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call insulin leaked and smell at insulin on the piston part. Customer¿s blood glucose level was 220 mg/dl. Customer stop using the insulin pump and leave it at home, she was using manual injection as of the moment. Customer stated that the reservoir was discarded and the location of the leak was stopper, o ring. The reservoir will not be returned for analysis.